Event description:
It was reported that a spectrum iq infusion pump had an issue of too high flow rate. This occurred during in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The device was received for evaluation. During functional testing, "flow rate too high" was not reproduced. Evaluation sent device to flowline for flow rate accuracy testing and was within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h6, h11: the event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.